Event description:
I have been using fixodent ever since I was (B) (6) yrs old. I am (B) (6) yrs old now. While using fixodent, I began having problems, numbness in mouth and sharp pain. Also tingling in my back shoulder and legs. I have had surgery on my right knee. I also stayed in the hospital for six months. They finally found out that I had chronic pancreatitis which my doctor says that it is cancer. Dose or amount: small amount denture cream, frequency: 3 times daily, route: oral. Dates of use: from 1967 to 2010. Event abated after use: no. Event reappeared after reintroduction: no.